Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to low blood glucose. The current blood glucose reading is 239 mg/dl. The blood glucose reading at the time of the event was 58 mg/dl. Caller stated the customer was vomiting on the way to the hospital. The blood glucose was dropping very fast. Customer had used too much insulin. Nothing further reported.